Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19882802.

Event description:
It was reported that the patient was experiencing inadequate stimulation following a non device related back surgery. It was also stated that the patients leads had contacts out. The patient underwent a revision wherein the leads were replaced and was doing well postoperatively. All explanted device components were discarded.